Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6), 2010. Subsequently, a revision procedure was performed on (B) (6), 2010 due to dislocation. The acetabular cup and ceramic head were removed and replaced. It was further reported that patient was non-compliant. No further information has been received to date.